Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implanted: unk. Explanted: unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the haptic of a cc4204a, +20.5 diopter, intraocular lens had a tear. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted